Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events were not reported. It was reported that the patient was not hospitalized for the events. On an unreported date, the patient was treated with cefazolin sodium (1gram, route and frequency were not reported) for the events. At the time of this report, the patient outcome was reported as ongoing. Action taken with pd therapy was not reported. No additional information was provided as the reporter declined follow up.